Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) exhibited above normal power and low flows. The patient was admitted overnight and lavare cycle was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in the power consumption starting on (B)(6) 2018. 48 high watt alarms have been logged since (B)(6) 2018. However, log file analysis did not reveal a decreasing trend in the estimated flow rate. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.